Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 10/15/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site in a lens case. Visual inspection with the unaided eye shows the product is damaged, most probably to make explant possible. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the optic body and one of the haptics have been cut. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 8.0 diopter intraocular lens was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019, due to an unspecified injury. A replacement lens of same model at a lower diopter (5.0) was implanted. No complications have been reported post operatively. No additional information was provided.